Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar arthrodesis due to some unknown reasons. Intra-op, the hexagonal part of the product broke in an attempt to disconnect from the last screw. No fragments of the broken instrument were remained inside the patient. No patient symptoms or complications were reported as a result of this event.